Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in the right coronary artery (rca). The 1.5x15mm apex flex monorail balloon was advanced to target lesion for predilation; however, the device was unable to cross the lesion. The physician removed the device, and it was noticed that the device was ruptured. The device had not been inflated. The procedure was completed with a non bsc device with no pt complications reported. The pt's current condition is listed as "good". This product is only ous approved but is similar to a marketed us device.